Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as ¿contamination¿ (not further described). It was not reported if the patient was admitted to the hospital for the event. The treatment for and the outcome of the peritonitis event was unknown. On an unreported date, the patient was switched to hemodialysis. The patient was not yet retrained on aseptic technique because the patient is currently on hemodialysis. The plan is to switch the patient back to peritoneal dialysis in the future (date unspecified). No additional information is available.